Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a product for failure analysis investigation. A failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: logs show part number: 480460-12, lot number: k17241107-0522, was installed on the system 5x and fired 5 reloads (3 blue, followed by 2 white). There were no incomplete clamps or unclamps by this instrument. On installs 1-3, the firings were completed with no pauses for compression. On installs 4 and 5, the firings were completed with one pause for compression each. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient was re-admitted after discharge with abdominal pain. A computed tomography (CT) scan confirmed a hematoma next to the staple line. This patient had a hematoma so large it was compressing the stomach. Interventional radiology drained the hematoma. The patient did not have any further surgery. The patient was medically managed and discharged. The surgeon stated that no issues were noted in the initial procedure. The stapler and reload are not available for return. No system errors during the procedure. No photos or videos for review. No long-term complications were reported. The initial procedure was completed robotically with no issues noted.